Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy for diagnosis of biliary dyskinesia. The device was used and the case was completed with no incident. Post operatively the patient developed a bile leak, and was transported to another city, for an ercp with stent; however, the stent could not placed. The patient had no complication and has fully recovered.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.